Event description:
On (B)(6) 2013, the patient contacted animas alleging the subject pump was intermittently powering off. The patient claimed the power issue started on (B)(6) 2013. At the time of the call, the patient stated that he began to experience blood glucose (bg) excursions as high as 400-500 mg/dl on the same day power issue began. At an unspecified time on (B)(6) 2013, the patient reported he obtained a high bg of 526 mg/dl. The patient mentioned developing symptoms of fatigue, severe thirst, headaches and shortness of breath with the high bg. The patient also stated that on the morning of (B)(6) 2013 he obtained another high bg of 366 mg/dl with symptoms of moderate thirst. The patient informed the animas representative that he treated the high bgs by taking a correction bolus via the pump. At the time of the call with animas, the patient¿s bg was 142 mg/dl. At the time of troubleshooting, the patient confirmed there was a visible crack in battery compartment beginning at the battery cap and extending down the side of the battery compartment. The patient also confirmed he was unable to secure the battery cap to the pump per the instructions for use. The animas representative was unable to review pump settings and history at time of troubleshooting due to pump not being able to maintain power. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: unexplained power on resets observed in the black box. Confirmed the battery compartment is cracked from threads to the case seal. Battery cap was not returned with the pump. A new test battery cap was able to carefully tighten to the pump and was used to exercise the pump for a 24hr duration period; no power interruptions were duplicated. Pump successfully completed a delivery accuracy test and was found to be operating within required specification and delivering accurately no alarms occurred during testing. The black box shows a replace cartridge alarm on (B)(6) 2013 04:22; deliveries resumed (B)(6) 2013 07:17. The tdd¿s add up correctly. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.